Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump had issues uploading to carelink. The parent also reported that the customer had a high blood glucose of 600 mg/dl and was vomiting and there was a no delivery alert on the insulin pump. The insulin pump alarmed for no delivery during basal delivery. The parent was assisted in performing a 5 unit fixed prime and reported that insulin did not exit. The parent was advised to remove the set and stated that the cannula was not bent. The parent was advised to change the infusion set and reservoir and was able to upload carelink successfully.